Manufacturer narrative:
V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided and the other UDI's are listed here: (B)(4). Devices not available for evaluation. Root cause could not be determined.

Event description:
Patient shared that she had two v-go's from this lot where the needle came out of the v-go completely. Patient only noticed because she felt pain and when patient took the v-go off she started to bleed. Patient used tweezers to remove the needle from her skin. Patient stated that this only happened twice on two different occasions.